Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to completely broken reservoir tube lip. The motor was tested outside of the device and passed. Pump received with broken reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer reported that the drive support cap appears normal. Customer sated that the insulin pump had not been exposed to high magnetic field. Customer was able to successfully clear and complete insulin pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.